Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. It was noted that true noise was observed on the right ventricular lead labelled as high ventricular rate. It was discussed that the noise may not be corrected by reprogramming and a lead change was recommended. An early incomplete wire fracture or break was suspected. All other lead parameters were stable. No intervention was reported. The lead will continue to be monitored. The patient was stable during and after follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the right ventricular lead was capped on (B)(6) 2019 and replaced successfully due to the previously reported noise. The patient tolerated the procedure well and was stable before, during and after the procedure.

Event description:
New information received notes that the asymptomatic patient presented for follow up in clinic (B)(6) 2018. Further isometric maneuvers testing in bipolar and unipolar tip modes revealed the noise was reproducible. No noise was noted when programmed in unipolar ring mode. The physician believed this indicated a possible problem with the tip of the lead. The physician opted to leave the device programmed to the unipolar ring and continue monitoring the patient for noise. The patient was stable before, during and after the follow up in clinic.